Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via femoral artery utilizing a contralateral approach. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. After a 014x300 mm non-bsc guide wire crossed the lesion, a 6.0mmx220mmx150 cm sterling¿ balloon catheter was advanced for pre-dilation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 6x4 mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the balloon and the inflation lumen. The tip is damaged. There are numerous shaft kinks. Microscopic examination revealed that the balloon has a pinhole 11.4cm from the proximal markerband. There is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via femoral artery utilizing a contralateral approach. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. After a 014x300mm non-bsc guide wire crossed the lesion, a 6.0mmx220mmx150cm sterling balloon catheter was advanced for pre-dilation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 6x4mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.